Event description:
It was reported by a neurologist in (B)(4) that a vns pt after implant was having a lot of pain in her generator location. The pt's vns was programmed on the second day after surgery. The pt started to complain about terrible pain, described as a "ball" inside the throat and insisted in having the vns device programmed off. It was reported that the pt cannot sing or shout, her voice is diminished and "lost." The pt had an examination by a laryngologist who noted the pt had vocal fold paresis/paralysis. The neurologist felt in his opinion due to intubation process. The pt had their vns explanted (B)(6) and good faith attempts are underway to have the product returned for analysis.